Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing, it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they were having issues with the reservoir. The customer's blood glucose was 523 mg/dl at the time of incident. The customer stated that they were unable to fill the reservoir with insulin. The customer stated that the insulin kept going back to the insulin vial. The customer also stated that they were having issues connecting the reservoir to the tubing cap. The reservoir will be returned for analysis.